Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced difficulty with a teflon 6 mm infusion set while using the ilet, leading to prolonged hyperglycemia; the trainer coordinated a switch to a steel cannula "cd" infusion set and an overnight shipment of supplies, and the patient subsequently chose to discontinue ilet use and pursue return, using subcutaneous insulin by pen for backup. Symptoms included hyperglycemia with a reported glucose level up to 417 mg/dl, fatigue, and thirst. Outcomes included clinical impact not otherwise specified. Troubleshooting and education were completed regarding infusion set selection and distribution to align with patient preference. Investigation of this case revealed a cause unclear for the hyperglycemia, with no device alerts or alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.